Event description:
On (B)(6) 2014, the pharmacist/reporter contacted lifescan (lfs) (B)(4) on behalf of the patient, alleging that the onetouch verio iq meter is giving inaccurate high reading compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. According to reporter, the subject meter read 50 mg/dl higher than the other meter. Based on the alleged elevated readings on the subject meter, the patient increased her logmix insulin regimen by 1 or 2 units. The reporter claimed the patient had ¿hypoglycemia¿ due to the alleged inaccurate high readings on the subject meter. The patient was not available for follow-up information surrounding the alleged hypoglycemic episode issue. The reporter could not provide any numeric values for the subject meter compared to the other meter. During troubleshooting, the reporter noted that the control solution test passed and was within the acceptable quality control range. This complaint is being reported because the patient allegedly had hypoglycemia due the alleged inaccurate high issue.